Manufacturer narrative:
The returned screwdriver shaft was examined. The tip of the device had fractured off. Based on the fracture seen in visual inspection, it is possible that the tip of the driver was not fully seated within the mating blocker. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the tips fractured off two final drivers during surgery. An alternative instrument was used to complete the procedure without reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report (B)(4).

Event description:
It was reported that the tips fractured off two final drivers during surgery. An alternative instrument was used to complete the procedure without reported patient impacts. This is report one of two for this event.